Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to high blood glucose and ketoacidosis. The blood glucose reading was 585 mg/dl at the time of admissions. Customers stated that her insulin pump was not working correctly, it stops giving insulin and did not alarm causing the high blood glucose. Nothing further was reported.